Event description:
It was reported that sometime between (B)(6) 2007 and (B)(6) 2009, the patient underwent second surgery consisting of t7-t10 fusion. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.